Event description:
It was reported to baxter (B)(4) that an unknown infusion pump started smoking because "one of the art line bags exploded under pressure, soaking the IV pump." This report will address the smoking of the device. It is unknown when or in which care area this event occurred. There were no reports of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). This device is reported to be unavailable at this time. No evaluation could be performed, therefore the reported condition cannot be confirmed, and a root cause cannot be established. If the device or further information becomes available, a follow-up medwatch will be submitted.